Event description:
A user facility reported a pt aspirated with an lma in place. On emergence from a 1 hour case, the pt regurgitated nonparticulate bile that filled the lma tube and entered into the breathing circuit. The pt also had laryngospasm. The pt was given succinylcholine and intubated. The et tube was suctioned and no bilious fluid was obtained. The pt was given one dose of IV steroids in the or as a prophylactic measure. The pt was observed in post anesthesia care unit where she exhibited coughing and had rhonchi on auscultation. Since the pt's oxygen saturation levels were fine and she had no other symptoms, the pt was discharged. The pt was seen the next day by her surgeon and was fine.